Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400573802. The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: l030003. 2.5 hours of operation: 12585. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The infusion was started with of 105,3 ml/h and a volume of 316 ml about 3 hours. Directly after starting the infusion the upstream alarm occurred. It could not be excluded that the roller clamp was closed. The infusion was continued and three hours later the volume was reached. At this time, 316ml was infused. No other abnormalities were found. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars were missing. The production seal on the lower housing were available, but damaged. The ribbon cable from the operating unit was kinked. The device is slightly dirty. 3.3 functional inspection: a functional test was performed. The device passes the self- test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: for checking the downstream-sensor the electronic pressure cut- off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -3,45%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: the device was disassembled, and the inside was investigated. Inside the device liquid residues could be found on the emc protection field, the bottom inner frame, and the lower housing. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in united kingdom: "underinfusion". According to the customer: "whilst checking patient found the previous blood transfusion bag still had significant amount of blood despite the pump recording 316ml was already transfused over a period of 3 hours which was meant to be the total amount in the bag stopped the pump. Escalated the matter to nic of majors and education team made aware. Pump and remainder of the blood transfusion back retained for evidence. Reassured patient".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.